Event description:
Neurostimulation therapy initially helped the pt during the stimulation trial. Approx 5 days after the start of the trial stimulation stopped helping with the pain. Increasing stimulation therapy parameters resulted in increased pressure and sensitivity in her arm. There was no incident or accident related to the complaint. The field rep was contacted. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).